Event description:
Customer reports obtaining results of 104mg/dl, 258mg/dl, 81 mg/dl and 56mg/dl within 10 minutes on the same device. Customer ate in response to theresult of 56mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.